Event description:
The customer reported that the system would not display a fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank. Snubber board, high voltage supply regulator board, and the generator driver board. The system operates as intended.